Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 cubies were not detected on the bus. A field service engineer replaced the drawer controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, device nhr-cardobscpc is experiencing multiple cubies that are not being recognized on the bus, and rebooting the device does not resolve the problem. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.